Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the the drawer was failed due to solenoid burned up and locked into position. A filed service technician replaced drawer solenoid controller and retractor band to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and not detected on communication bus. During device inspection, a field service engineer found that the solenoid had a brown discoloration on the white tape and in the closed position, the retractor band and solenoid had really melted together, which were caused by a bad drawer controller even though it had no visible damage. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and not detected on communication bus. During device inspection, a field service engineer found that the solenoid had a brown discoloration on the white tape and in the closed position, the retractor band and solenoid had really melted together, which were caused by a bad drawer controller even though it had no visible damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2022 to 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to solenoid burning up and locked into position. A filed service technician replaced the drawer solenoid controller and retractor band to resolve. The system functioned as intended after troubleshooted by the field service engineer.